Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of occlusion from the reservoir. The customer's blood glucose reading was 159 mg/dl. The customer reported alarm did not occur during manual prime. The customer stated that the alarm happened 4 to 5 times last week. The customer changed the set and it stopped. The reservoir was not returned for analysis.